Event description:
During the use of the spinal table, the foot of the table fell from the table and landed on the floor. The pt was on the table, but the pt was not injured, and the pt's head remained stable throughout the incident.